Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-26. Investigation summary two photos and one sample were received by our quality team for evaluation. From the photos, a broken catheter was observed. The sample was subjected to visual inspection. A broken wing and broken catheter were observed. A clean cut was observed on the part-off surface of the catheter tubing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The arterial cannula tube draw machine was reviewed. The machine parts that contact the catheter tubing were the machine grippers, however, the grippers have a round flat surface with no sharp edges that could cause part-off in the catheter tubing. The arterial cannula assembly machine was also reviewed. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts that do not meet the lie distance requirement. If the catheter tubing is broken, the lie distance would most likely have failed and will automatically be rejected by the line. A simulation was done using scissors to cut the wing and catheter tubing of an arterial cannula sample. The broken catheter and broken wing could have been caused by a sharp object such as scissors. Based on the investigation, the broken catheter could have been occurred outside the manufacturing process.

Event description:
It was reported when using the bd arterial cannula with bd flowswitch¿, the device experienced the catheter breaking/ separating from the hub. The following information was provided by the initial reporter. The customer stated: despite the clamp being disengaged we would expect this to still fail safe. A colleague and I have been able to test another pca set from the same range and have been able to entrain air via a capped y connector'' the device experienced the catheter breaking/ separating from the hub. The broken piece was located by x-ray in the patient¿s arm and surgically removed that same day. Other than the extra radiological examination and surgery we do not believe there was any additional harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd arterial cannula with bd flowswitch¿, the device experienced the catheter breaking/ separating from the hub. The following information was provided by the initial reporter. The customer stated: despite the clamp being disengaged we would expect this to still fail safe. A colleague and I have been able to test another pca set from the same range and have been able to entrain air via a capped y connector'' the device experienced the catheter breaking/ separating from the hub. The broken piece was located by x-ray in the patient¿s arm and surgically removed that same day. Other than the extra radiological examination and surgery we do not believe there was any additional harm to the patient.